Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. There was no ramping numbers anomaly noted. The pump passed self-test. There was no display anomaly noted. The pump received with minor scratched display window. The pump was received cracked case display window corner, cracked battery tube threads, and with a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer states there was no response from the keypad or the display. The customer notes the menu does not stop to display. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.